Event description:
Country of complaint: (B)(6). The tips of the retractors have broken off during foot surgery and were unable to be retrieved from the pt. Report to date is that the tip broke off the first instrument and then the second instrument was used to try to retrieve the first tip when the tip from the second instrument broke off. Second device reported on 2916714-2014-01012.

Manufacturer narrative:
Us reporting agent notified on: (B)(6) 2014. Mfg site eval: instrument inspected in regards to material and hardness. Both are according to specification. Device displays a forced fracture. As material and hardness correspond to specification, it is likely that mechanical overload led to fracture.